Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that: 399.098, 5906662, manufacturing site: (B)(4). Manufacturing date: 29.jun.2010, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that reduction forceps broken during surgery. This complaint involves one part. This report is 1 of 1 for com-(B)(4).